Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked out. It stayed in the closed position. It was not on tissue. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.